Event description:
It was reported that there was damage to the pneumatic tap. Customer's blood glucose level was 220mg/dl. Customer to use an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.